Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, broken lens inside the optical system. Fiber breakage and scratches on the distal end. The inspection also found the outer tube is bent and dents on the eye piece funnel. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus was informed that the customer oes elite high-definition autoclavable telescope has ¿cracked lens¿. The customer reported issue was found at reprocessing. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the broken lens was excessive force. However, a specific cause of the broken lens was not established at this time. Olympus will continue to monitor field performance for this device.